Event description:
Medtronic received information that during dilation of a left pulmonary artery stent, the balloon was inflated to 12 atmospheres. At full inflation the balloon broke as observed at the end of the angiogram and was retrieved uneventfully. No adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).